Manufacturer narrative:
Batch review performed on 04 june 2021: lot 1907399: 174 items manufactured and released on 04-dec-2019. Expiration date: 2024-11-24. No anomalies found related to the problem. To date, 173 items of the same lot have been already sold with two similar events reported. Additional devices involved liner: mpact 01.32.3644hct flat pe hc liner ø36/e (k103721) lot 1907433: 154 items manufactured and released on 01-oct-2019. Expiration date: 2024-09-17. No anomalies found related to the problem. To date, 147 items of the same lot have been already sold with two similar reported events. Stem: amistem p 01.18.401 amistem-p std stem size 1 (k173794) lot 1908256: 150 items manufactured and released on 15-gen-20. Expiration date: 2024-12-17. No anomalies found related to the problem. To date, 124 items of the same lot have been already sold without any similar reported event. Ball heads: mectacer 01.29.208 biolox delta ceramic ball head 12/14 ø 36 size s - 4 (k112115) lot 1908993: 300 items manufactured and released on 12-feb-20. Expiration date: 2025-02-01. No anomalies found related to the problem. To date, 295 items of the same lot have been already sold without any similar reported event.

Event description:
11 months after the primary surgery the patient came in due to signs of an infection and the pathogen is unknown. The surgeon removed all implants and implanted an antibiotic spacer. The surgery was completed successfully.